Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Color bars are displayed when the device determines that the endoscope / camera head is not connected to the device. Therefore, omsc guessed that the reported event was caused by poor connection between the device and the endoscope / camera head. The poor connection may have been caused by the foreign matter adhering to the connector contacts. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During a procedure, color bars were sometimes displayed and the endoscopic image was suddenly lost. The procedure was completed. The user said that the same event occurred when spare camera head was plugged into the device. There was no report of patient injury associated with this event.